Event description:
It was reported that the customer had a no delivery alarm occur with their insulin pump. The customer's blood glucose level was reported at 179 mg/dl. Customer will gather materials necessary to trouble shoot and call again. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.